Event description:
The account reported the head of the bed and the knee raise by themselves. The bed was located in the hca warehouse at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the right head side rail outer control switch is stuck. Per the hill-rom user manual annual preventative maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features including but not limited to: electrical cords and components. Controls or cabling entanglement of bed mechanisms in side rails. The technician replaced the right head side rail outer control panel assembly to resolve the issue. Based on this info, no further action is required.